Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-(B)(4)) on 21-aug-2015. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))"), embedded device ("embedded in rectum"), device expulsion ("migration of essure device location of device: within the pelvis posterior to the uterus"), menorrhagia ("menorrhagia") and sjogren's syndrome ("sjogren¿s syndrome") in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's past medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, spondylitis nos, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, disorder bone (nos), penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue mass, bowel adhesions, adenomyosis, inflammation nos, cyst and menometrorrhagia. Concomitant products included alprazolam, bactrim (centrim), bupropion hydrochloride (wellbutrin xl), colecalciferol (vitamin d), lisinopril, medroxyprogesterone (depo provera), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal"), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting") and coccydynia ("cocyx pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full)), surgery (bilateral salpingo-oophorectomy), surgery (bilateral salpingo-oophorectomy) and surgery (ablation). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, hot flush, vaginal haemorrhage, menorrhagia, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain and coccydynia outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device expulsion, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, hot flush, menorrhagia, pain, rosacea, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added. Essure start date updated from to . Events were clubbed with previously reported events. Events: hot flush, vaginal haemorrhage, menorrhagia, anxiety, depression, dermatitis atopic, rosacea, dysmenorrhea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, pain, coccyx pain were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: (B)(4)) on 21-aug-2015.the most recent information was received on 08-nov-2018.this spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))"), embedded device ("embedded in rectum"), device dislocation ("migration of essure device location of device: within the pelvis posterior to the uterus"), menorrhagia ("menorrhagia") and sjogren's syndrome ("sjogren¿s syndrome") in a 50-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's past medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bactrim (centrim), bupropion hydrochloride (wellbutrin xl), colecalciferol (vitamin d), lisinopril, medroxyprogesterone (depo provera), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting") and coccydynia ("cocyx pain"). The patient was treated with surgery hysterectomy(full)), surgery (bilateral salpingo-oophorectomy), surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, menorrhagia, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia and pelvic pain outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, hot flush, menorrhagia, pain, pelvic pain, rosacea, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(4)) on 21-aug-2015. The most recent information was received on 17-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs") in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device defective "defective device". In (B)(6) 2000, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. The patient was treated with surgery (surgery to remove the essure implant). Essure treatment was not changed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received. Lawyers were added as reporter. Event pain was added. Essure was implanted on (B)(6) 2009 and removed on (B)(6) 2017. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: FDA-2014-n-0736-0707) on 21-aug-2015. The most recent information was received on 25-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))"), embedded device ("embedded in rectum"), device dislocation ("migration of essure device location of device: within the pelvis posterior to the uterus"), menorrhagia ("menorrhagia") and sjogren's syndrome ("sjogren¿s syndrome") in a 50-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's past medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bactrim (centrim), bupropion hydrochloride (wellbutrin xl), colecalciferol (vitamin d), lisinopril, medroxyprogesterone (depo provera), montelukast (singulair) and salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting") and coccydynia ("coccyx pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full)), surgery (bilateral salpingo-oophorectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, menorrhagia, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia and pelvic pain outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, hot flush, menorrhagia, pain, pelvic pain, rosacea, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received. New reporter, essure lot number and event pelvic pain were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0707) on 21-aug-2015. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))/ perforated the tube'), embedded device ('embedded in rectum'), device dislocation ('migration of essure device location of device: within the pelvis posterior to the uterus/in 'cul-de-sac near my rectum'), menorrhagia ('menorrhagia') and sjogren's syndrome ('sjogren¿s syndrome') in a 50-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bupropion hydrochloride (wellbutrin), lisinopril, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), salbutamol (albuterol), sulfamethoxazole;trimethoprim (centrim) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal/intermittent bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting"), coccydynia ("cocyx pain"), mood swings ("mood swing"), eczema ("eczema on elbow"), feeling abnormal ("brain fog/brain fog"), amnesia ("memory loss"), uterine infection ("infection in uterus"), scar ("it not causing pain and has scar tissue") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation, bilateral salpingo-oophorectomy and salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, menorrhagia, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia, pelvic pain, mood swings, eczema, feeling abnormal, amnesia, uterine infection, scar and migraine outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, amnesia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, eczema, embedded device, fallopian tube perforation, fatigue, feeling abnormal, hot flush, menorrhagia, migraine, mood swings, pain, pelvic pain, rosacea, scar, sjogren's syndrome, uterine infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: one of the coil is still in the 'cul-de-sac' near my rectum. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded)right coil was "floating in space. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory loss and infection in uterus quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events: memory loss and infection in uterus ,migraine and scar tissue were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0707) on 21-aug-2015. The most recent information was received on 10-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs / perforation (fallopian tube(s) / perforated the tube'), embedded device ('embedded in rectum'), device dislocation ('migration of essure device location of device: within the pelvis posterior to the uterus/in 'cul-de-sac near my rectum'), menorrhagia ('menorrhagia') and sjogren's syndrome ('sjogren¿s syndrome') in a 50-year-old female patient who had essure (batch no: 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bupropion hydrochloride (wellbutrin), lisinopril, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), salbutamol (albuterol), sulfamethoxazole;trimethoprim (centrim) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot / cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal/intermittent bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision / eye problems type: dry eyes"), fatigue ("fatigue / all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting"), coccydynia ("cocyx pain"), mood swings ("mood swing"), eczema ("eczema on elbow"), feeling abnormal ("brain fog / brain fog"), amnesia ("memory loss"), uterine infection ("infection in uterus"), scar ("it not causing pain and has scar tissue") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation, bilateral salpingo-oophorectomy and salpingectomy (bilateral removal of fallopian tubes) / hysterectomy(full). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, menorrhagia, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia, pelvic pain, mood swings, eczema, feeling abnormal, amnesia, uterine infection, scar and migraine outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, amnesia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, eczema, embedded device, fallopian tube perforation, fatigue, feeling abnormal, hot flush, menorrhagia, migraine, mood swings, pain, pelvic pain, rosacea, scar, sjogren's syndrome, uterine infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: one of the coil is still in the 'cul-de-sac' near my rectum. Hysterosalpingogram: on (B)(6) 2009: results: unilateral occlusion (left tube occluded)right coil was "floating in space. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory loss and infection in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2020: content from social media received. Events: memory loss and infection in uterus, migraine and scar tissue were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 21-aug-2015. The most recent information was received on 28-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))/ perforated the tube'), embedded device ('embedded in rectum'), device dislocation ('migration of essure device location of device: within the pelvis posterior to the uterus/in 'cul-de-sac near my rectum'), heavy menstrual bleeding ('menorrhagia') and sjogren's syndrome ('sjogren¿s syndrome') in a 50-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bupropion hydrochloride (wellbutrin), lisinopril, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), salbutamol (albuterol), sulfamethoxazole;trimethoprim (centrim) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal/intermittent bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting"), coccydynia ("cocyx pain"), mood swings ("mood swing"), eczema ("eczema on elbow"), feeling abnormal ("brain fog/brain fog"), amnesia ("memory loss"), uterine infection ("infection in uterus"), scar ("it not causing pain and has scar tissue") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation, bilateral salpingo-oophorectomy and salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, heavy menstrual bleeding, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia, pelvic pain, mood swings, eczema, feeling abnormal, amnesia, uterine infection, scar and migraine outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, amnesia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, eczema, embedded device, fallopian tube perforation, fatigue, feeling abnormal, heavy menstrual bleeding, hot flush, migraine, mood swings, pain, pelvic pain, rosacea, scar, sjogren's syndrome, uterine infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: one of the coil is still in the 'cul-de-sac' near my rectum. Hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded)right coil was "floating in space. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media: memory loss and infection in uterus. Lot number: 623225, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-may-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0707) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('had the essure device put in and the right one perforated through the tube, the coil was in the -cul-de-sac near her rectum, being held in place by scar tissue/perforation of organs/perforation (fallopian tube(s))'), embedded device ('embedded in rectum'), device dislocation ('migration of essure device location of device: within the pelvis posterior to the uterus'), menorrhagia ('menorrhagia') and sjogren's syndrome ('sjogren¿s syndrome') in a 50-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective device". The patient's medical history included duodenal ulcer, bone loss, fractured wrist, fractured finger, reactive airways disease, hypertension, lumbo-sacral spondylosis, neck strain, osteopenia, bowel resection and aneurysm cerebral. Concurrent conditions included grand multiparity, hypertension nos, bone disorder, penicillin allergy, sulfonamide allergy, allergic reaction to analgesics (allergy to aspartame as well.), soft tissue haemorrhage, bowel adhesions, adenomyosis, cervix inflammation, cyst, menometrorrhagia and back injury. Concomitant products included alprazolam, bupropion hydrochloride (wellbutrin xl), lisinopril, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), salbutamol (albuterol), sulfamethoxazole;trimethoprim (centrim) and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dermatitis atopic ("rashes or skin conditions type: atopic dermatitis") and rosacea ("rashes or skin conditions type: rosacea"). In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and medical device pain, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot/cold flashes"), vaginal haemorrhage ("vaginal bleeding vaginal/intermittent bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue/ all the time since essure procedure"), alopecia ("hair loss"), sjogren's syndrome (seriousness criterion medically significant), back pain ("low back pain"), pain ("pain when sitting"), coccydynia ("cocyx pain"), mood swings ("mood swing"), eczema ("eczema on elbow") and feeling abnormal ("brain fog"). The patient was treated with surgery (ablation, bilateral salpingo-oophorectomy and salpingectomy (bilateral removal of fallopian tubes)/hysterectomy(full)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, menorrhagia, hot flush, vaginal haemorrhage, dermatitis atopic, rosacea, vaginal discharge, dry eye, fatigue, alopecia, sjogren's syndrome, back pain, coccydynia, pelvic pain, mood swings, eczema and feeling abnormal outcome was unknown, the anxiety and depression was resolving and the dysmenorrhoea and pain had resolved. The reporter considered alopecia, anxiety, back pain, coccydynia, depression, dermatitis atopic, device dislocation, dry eye, dysmenorrhoea, eczema, embedded device, fallopian tube perforation, fatigue, feeling abnormal, hot flush, menorrhagia, mood swings, pain, pelvic pain, rosacea, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion (left tube occluded)right coil was "floating in space. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, abdominal pain, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs and social media received : events added- mood swing ,brain fog , eczema .aka name added, patient demographic added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.